Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the consumer left him a voice mail stating the seat frame is broken where the upholstery feeds into the back cane on the left side.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. The underlying cause could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the left side of the backrest frame was broken above the backrest support tube. An expanded evaluation was performed. The expanded evaluation report confirmed that the back tube was fractured on the left side of the backrest frame assembly.

Event description:
The dealer stated the consumer left him a voice mail stating the seat frame is broken where the upholstery feeds into the back cane on the left side.